Event description:
An initial report of the potential for hospitalization was received by united therapeutics drug safety on 13-jan-2025 and forwarded to millyard advanced medical products, llc on 14-jan-2025. The patient reported that both pumps are not infusing medication, and troubleshooting was unsuccessful. Later the same day, the patient reported that he was able to restart infusion after making a new cassette and changing his infusion site. The rn from the doctor's office reported that the patient was not sure if he has been infusing for the last 2 days and is symptomatic, though no side effects were reported. It is unknown when this report was made in relation to the patient's reports. All were made the same day. No components or further information associated with the reported event have been made available to the manufacturer for further evaluation. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.